Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file. The system controller (serial #: (B)(6) ) was returned for analysis and log files were submitted and downloaded for review. A review of the submitted and downloaded log files showed overlapping events spanning approximately 6 days (25aug2021 ¿ 30aug2021, 01jan2000 per time stamp). Events occurring on 01jan2000 took place when the clock was not set, and the exact date and time of the events could not be determined. On 27aug2021 between 02:02:25 ¿ 02:02:30, no external power alarms were active due to a disconnection of the black power lead and an atypical power cable disconnect on the white power lead. The backup battery provided power to the system during this event. The alarm cleared when the black power lead was reconnected. The driveline was disconnected for a system controller exchange on 30aug2021 at 13:10:18. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller was returned for analysis and was functionally tested. The system was connected to the mock and was able to operate for an extended operation as intended. The reported alarm was unable to be reproduced during testing. Additional provided information communicated on 08sep2021 stated that the alarms resolved after exchanging the clips; however, no they will not be returning for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. During the investigation, there was an incidental finding of fluid ingress and corrosion. Upon initial observation of the returned controller, there was corrosion noted on the screws of the backup battery cover as well as fluid in the backup battery compartment and between the backup battery sleeve. Additionally, an orange particle was observed on the black lemo connector. The system controller was opened to investigate the observed fluid; however, upon investigation the fluid was dried and no longer present. There was no fluid noted internally. The device history records were reviewed for the system controller (serial #: (B)(6) ) and the system controller was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 13oct2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage, power cable disconnect, and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had some low voltage advisory alarms while working (moving, bending down, etc). These were thought to be due to poor connection between the battery and clips. The terminals on both batteries and clips have been cleaned, provided new clips, and replaced a battery that appeared to have a small dent on one of the terminals. No recurrence of alarms. A review of the log files revealed persistent low voltage events while using battery power. These events indicated that the low voltage advisory alarms were caused by a battery clip/14v battery issue as no voltage events were noted for the remainder of the log. On (B)(6) 2021, the patient continued to have low voltage alarms on their device with new battery clips. The yellow diamond on the system controller was also lit up. There was no obvious damage to the driveline or controller except for some sun exposure. The log file captured some intermittent indications of a weak connection between the batteries and clips. This can result in low voltage alarms. Since this is an ongoing issue, it was recommended to upgrade the primary controller to a rev 1.7. Additional information revealed the patient had multiple low voltage alarms, low battery hazard, as well as loss of external power events. The patient's controller was exchanged. The vad coordinator also observed the way the patient is carrying their equipment and came up with a plan to keep less tension on the power cables.